Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4) found that the recharger connector pin was bent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger screen was blank and the recharger was not charging. The recharger was depleted and the ins had become depleted. The patient stated that the issue was with the connection, but the desktop charger connector pin was intact and not loose, the desktop charger status light was on, and the arrows aligned when the desktop charger was plugged in. A reset of the recharger was not successful in resolving the issue. The patient was issued a new recharger. There were no symptoms were reported. There were no reported complications and no further complications were expected. The patient was implanted for spinal pain.